Event description:
It was reported by the affiliate that during a thyroidectomy procedure, the device stopped and they attempted to clean the jaws, the device broke. Another same like device had to be used to complete the case. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.